Manufacturer narrative:
An event of valve migration, and improper or incorrect procedure or method were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported migration could not be conclusively determined. It is possible that patient comorbidities, contributed to the reported event; however, this cannot be confirmed. The reported improper or incorrect procedure or method was due to snaring the valve post-implant. The patient effect of arrhythmia could be cascading effect of final implant depth (deeper than intended). The reported unexpected medical interventions and surgical interventions were result of case-specific circumstances, as valve was snared and permanent pacemaker was implanted. Patient was admitted for monitoring the rhythm. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note the per the instruction for use (IFU), artmt600163776 revision d, ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿ since the IFU deviation was performed to prevent an adverse patient effect and there is no indication that the deviation caused any patient harm, a letter will not be sent. Codes removed: health effect-clinical code. Medical device problem code.

Event description:
N/a.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The patient had sufficient calcium to allow anchoring and patient's aortic valve angle (av angle from 3mensio) was 70 degrees. During procedure, the activated clotting levels were 248, 293, 278s and heparin was given. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. During procedure, the valve fully re-sheathed due to the implant depth was too low. Post valve deployment, they felt the valve was slightly above the recommended 3 to 5mm, the valve reasheathed and deployed again. Upon release, the valve migrated ventricularly and they decided to move the valve into more aortic position. The implanter believed the cause of migration was stored tension in delivery system. The patient become bradycardia and principal investigator (pi) requested the patient to be intubated to utilize transesophageal echocardiogram (tee). The valve snared using two snares after couple of attempts showed a stable position. The final implant depth at non-coronary cusp (ncc) was 12.5mm, left coronary cusp (lcc) - 17.6mm. After the implant, the patient had a left bundle branch block (lbbb) and intermittent mobitz with period of atrioventricular block. On (B)(6) 2026, the patient had an episode of nausea and vomiting and medications were given. A permanent dual chamber pacemaker was implanted on (B)(6) 2026. After that patient showed overnight sundowning in the intensive care unit (ICU) is a form of delirium and restraints were used. The patient had a history of mitral regurgitation (mr) and during procedure patient went to moderate to severe mr. Finally the mr went back to mild at the end of the procedure. The patient was reported recovering and required prolonged hospital stay for monitoring of rhythm.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.